Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current test, active current test, self test and the displacement accuracy test. Device received with pillowing keypad overlay. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that they were experiencing low blood glucose level 39 mg/dl which was treated by glucose tablet. Customer was experiencing shaking, sweating, weakness and fatigue. Customer alleged that insulin pump over delivering. Customer was using insulin pump within 48 hours of reported event of low blood glucose level. It was unknown if insulin pump was on auto mode. The reservoir will not be and insulin pump will be returned for analysis.